Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with proximal humeral internal locking system (philos) plate and screws on (B)(6) 2013. Approximately 3 months post op, approximately (B)(6) 2013, without trauma, patient presents with plate breakage. Product was removed on (B)(6) 2013. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation are as follows: sem observations and findings showed that the implant failures were caused by fatigue and overload. A failure resulting from either a material defect or the manufacturing process can be excluded. Based on the topography of the fracture surface, we can conclude that the implants were subjected to moderate, one sided dynamic bending and torsional loads. Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implant. (B)(4).